Manufacturer narrative:
The physician did not remove the sensor. Information on the status of the patient and the infection could not be obtained as the patient requested no further contact by the manufacturer.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was implanted. The physician discovered numerous open sores on the patient when she was inserted with the eversense sensor. The patient was administered an oral antibiotic by a physician and is being tested for (B)(4).